Event description:
A customer reported a case of flap striae and dry eye one month after bilateral lasik. Pt is using artificial tears during the day. There are two medical device reports associated with this event. This report references the right eye.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes supplemental. (B)(4)